Event description:
It was reported that during a localizer procedure on (B)(6), 2022, on the day before the physician implanted the marker using ultrasound technique which was confirmed using imaging and the physician was happy with the placement. The next day when the physician was performing the initial incision and almost immediately became in contact with the marker. He removed the marker near the skin and the lesion was removed since it was palpable. The physician reported that it believed that the tag had migrated. No other information is available. No patient harm reported.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Device evaluated by MFR: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.